Event description:
Complaint alleges that the skin stapler has jammed. There was no information given on the patient's condition.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528435 deroyal surgimate 35w (B)(4) case was received used, opened without the original packaging and the lot# was not confirmed. During visual inspection, components look well assembled, trigger component was pre-activated, stapler was received with remaining staples; staples was observed aligned, one staple pre-activated in the tip of the cartridge, bottom component is cracked. Failure mode jamming was confirmed during visual inspection. A functional inspection was performed with the staple that was already pre-activated and it closed and release; along with the remaining staples. During activation it was noted the cover block component was damaged with broken support bases. Although the failure mode jamming reported by customer was confirmed during functional inspection, root cause for this issue is considered unknown since sample was received seriously damaged. However, the manufacturer will continue to monitor for trends. Root cause conclusion: no conclusion code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
Complaint alleges that the skin stapler has jammed. There was no information given on the patient's condition.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.